Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. However, motor error alarm during bolus delivery test problem isolated to motor assembly. Motor position encoder error alarm was confirmed in history file.

Event description:
The customer's father reported via phone call that they received motor error alarms during bolus and a motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.